Event description:
Additional information has been received from the initial reporter confirming that this event did not occur during a procedure and had no patient involvement. Reportedly, the customer returned the device following preventative check.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of both defective printed circuit boards could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions/evis exera iii video system center/olympus cv-190 plus. Warning: keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in, there was no image present. Two defective (corroded) printed circuit boards were discovered and caused the image failure to occur. Both boards will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus evis exera iii video system center for an unspecified reason. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image found during the device evaluation.